Manufacturer narrative:
Additional other #: unit# 169. Dr. (B)(6) noted that at this time the apligraf treated ulcerations have improved with the right wound having decreased in size and the left wound has closed. He also stated that he did not feel apligraf was related to this event. Conclusion: the available information for this medical event was reviewed by the organogenesis medical director on (B)(6), 2011. The patient has had no sequelae, hospitalizations or reports of serious injury related to apligraf use. Nevertheless, it is of concern that the patient presented similar symptoms (chills and pain) upon every apligraf application, even when one year apart. We will recommend discontinuation of apligraf application for this patient. Reportability: this event did not cause serious injury, as defined in 21 cfr 803.3. As well, disability resulting in permanent impairment of a body function or permanent damage to a body structure did not occur. However, this constitutes an unexpected adverse event given the symptoms of pain and chills, which have rarely been reported together and the repetitious nature of the event, after every application of apligraf. For these reasons this case is reportable to the FDA as a 30 day medical device report, per 21 cfr 803.

Event description:
A patient with bilateral plantar venous stasis ulcers was treated on two occasions by the reporting clinician. On (B)(6) 2011, the patient received 2 units of apligraf. The apligraf appearance was normal and ph of the units was within the normal range. On (B)(6) 2011 the patient had another single unit of apligraf (B)(4), which was cut into two pieces and applied bilaterally to the plantar ulcerations. Wound bed preparation consisted of debridement and cleansing with normal saline. The appearance and ph of the product were normal. On (B)(6) 2011, the patient reported to the clinician that he experienced chills and pain at one week (post 1st application on (B)(6) 2011) for approx three weeks duration. These same symptoms occurred following the second application of apligraf on (B)(6) 2011 at this facility. The patient further described his pain as, "all his fibromyalgia symptoms worsened". The patient also notified the clinician that he had an apligraf treatment "about one year ago in minnesota and the same thing happened at that time." No additional details were provided regarding the prior apligraf treatment, and this application has not yet been verified.